Event description:
New information received on 9/4/18 indicated that the patient experienced shortness of breathe. The patient would be continued to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing and inability to program parameters. Programming changes were made. No further information was available.